Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ssr303b pacemaker (B)(6) 2000. (B)(4).

Event description:
It was reported that the caller noted low bipolar impedance at 279 ohms and slow decrease in impedance trending over time. Unipolar impedance was at 339 ohms. Unipolar pacing resulted in pocket stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.